Manufacturer narrative:
Only the patient line tubing was returned. The returned device was patent. However, the device did not meet the requirements for leak testing due to a crack observed on the luer arm of the needless injection site. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. All external drainage and monitoring systems are 100% leak tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the needleless injection port on the device came apart. According to the report, the drain was replaced and there was no impact to the patient.